Event description:
Attempting to lift patient from his wheelchair back to bed using the maxi move. He was hanging just above his chair when one of the leg straps snapped and broke off completely. No patient injury noted. Photos provided. This facility has had 4 different events with this device. All events were from the same lot number. No patient injuries. The manufacturer was notified and the rep is coming on-site to inspect the devices.